Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye due to lens dislocation. The patient reported that their vision was never good after the cataract surgery. There was a capsule tear and the doctor¿s note indicated that he could see some very mild border distortion from what looked like the use of iris hooks. There was vitreous strand running to the cornea from the pupil at 11 o'clock. This was quite broad, and it was displacing the iol to the temporal side. The lens itself was decentered about 3 mm and he could see the edge of the optic in the pupil. Underneath the lens, there appeared to be a capsular bag with a rather small rhexis opening that was fibrosed. There was vitreous coming through the capsular bag to the anterior chamber. The doctor could see tension lines from vitreous traction. There were pars plana vitrectomy, optic capture of the iol and limbal relaxing incisions (lri) performed. There were no sutures required. A non-johnson & johnson lens, 18.5 diopter was used as a replacement iol. The patient outcome was reported to be excellent, and no injury was reported. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.